Manufacturer narrative:
Correction in annex c and g.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Corrective maintenance was performed using the following component: cfg acj. After the intervention, the system was functional. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the cfg,acj. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after docking, the installation of instruments was carried out. When attempting to introduce the curved monopolar scissors into the cavity on arm 3 and pressing the instrument clutch, the system displayed recoverable fault 32100. An attempt was made to recover the fault, but when the clutch was pressed again, the same fault immediately reappeared. The system was then restarted, but the issue persisted. The surgeon decided to continue the procedure using only three arms, so arm 3 was deactivated and the procedure continued. The procedure was completed without any complications. The procedure was completed with no reported injury.